Event description:
It was reported by service report that the scale is not zeroing. Both footend load cells are bad. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.